Manufacturer narrative:
This follow-up report is being filed to relay product identification and related information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to a disassociated screw. The screw was retrieved from the patient and reimplanted to complete the procedure.